Event description:
"Tegration" of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain, mobility, hypersensitivity and abscess. No further patient complications were reported.